Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The instrument passed electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic with chest anastomosis surgical procedure, the 8mm maryland bipolar forceps instrument had scratches and cracks on the blades. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade was broken. The instrument was inspected prior to use. The instrument was exchanged for a new one. The instrument collided with other instruments during the procedure. There were no fragments that fell inside the patient's anatomy. There was no harm or injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.